Event description:
Report received indicated that the cypher shaft kinked while advancing in the pt. In addition, the balloon would not inflate. There were no anomalies with device prior to use. The pt's demographics were unk. The target lesion was lad7. It was unk if the lesion was a de novo. There was no further info regarding the calcification, tortuosity and stenosis at the target lesion. After the lesion was pre-dilated with a balloon, the cypher stent delivery system (sds) was being delivered however, the shaft kinked while advancing. Nonetheless the physician delivered the cypher to the target lesion and tried to inflate the balloon; however, the balloon would not inflate. Therefore the sds was withdrawn out of the pt and a taxus (2.5/20mm) was safely implanted. Then the procedure was successfully finished. There was no pt injury reported.

Manufacturer narrative:
This product will not be returned for eval and testing. Add'l info will be sent within 30 days upon receipt.